Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the nurse contacted customer services. The following information was reported. In 2012, the patient began pd therapy. On an unreported date, the patient experienced peritonitis. Cause of peritonitis was interruption in pd therapy to use the bathroom. The nurse ordered the patient a 12 foot extension line for this reason. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Outcome of peritonitis event was not reported. A causality assessment was not provided. The pdrn declined to provide further information

Manufacturer narrative:
(B)(4). This is report 1 of 2. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots h12e21043 and h12d23133 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.